Event description:
(B)(4). It was reported that post a stenting treatment procedure, a myocardial infarction occurred. The patient presented due to silent ischemia. The 80% stenosed and 19mm long target lesion was located in the right coronary artery with a reference vessel diameter of 3.2mm. The target lesion was treated with predilation and placement of a 24x3.50mm taxus element stent resulting in 0% residual stenosis following post-dilatation. The next day, the patient had elevated cardiac enzymes peak troponin and was diagnosed as having a myocardial infarction with no ischemic symptoms. No action was taken to treat this event and the patient was discharged on aspirin and clopidogrel. It is the physician's opinion that the taxus element stent is highly likely related to this event.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).